Event description:
Nellcor puritan bennett received a report from a biomedical engineer that the speaker did not provide an audio tone. This speaker was being used to isolate a previous report of no audio. The speaker associated to this report also failed to provide an audio tone when installed into the device.

Manufacturer narrative:
The speaker associated to this report will not be returned for eval. The customer elected to return the device for eval.